Event description:
The following was reported to hamilton medical ag: tightness and flow sensor test fails. Checked and after reconnecting the parts te233004 started appearing in the unit. After multiple times checking the unit, I found out that binary valve cable from pressure sensor assembly to mainboard was creating the technical fault. But the issue for tightness and flow sensor failure is yet to be diagnosed. So taking inspiratory valve and ambient valve for testing purpose during next visit. After replacing the ambient valve, unit is working fine.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: no patient harm reported. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: tightness and flow sensor test fails. 1)checked and after reconnecting the parts te233004 started appearing in the unit 2)after multiple times checking the unit, I found out that binary valve cable from pressure sensor assembly to mainboard was creating the technical fault 3) but the issue for tightness and flow sensor failure is yet to be diagnosed so taking inspiratory valve and ambient valve for testing purpose during next visit 4) after replacing the ambient valve, unit is working fine (log files attached).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was identified to be a defective ambient valve. After replacing the part as correction, the unit was working as required. There was no patient or user harm.